Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the customer's instrument logs, review of field data, and a review of labeling. Review of ticket trending did not identify any adverse or non-statistical trends for the architect stat troponin-I assay. Additionally, normal complaint activity was identified during the lot search for likely cause 56301un17. The customer's instrument logs were reviewed related to the sample. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Using world wide field data the historical performance of reagent lot 56301un17 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 56301un17 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 56301un17. Labeling was also reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result for one patient. Sample ID (B)(6) generated an initial result of 9.04 ng/ml and multiple retests generated negative results ranging from 0.01 to 0.02 ng/ml. The customer also indicated the patient was negative at a second lab (method unknown). No specific patient information was provided and no adverse impact to patient management was reported.